Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Healthcare professional reported that "not working" and stated patient have been having incontinent the last few nights, but was implanted for retention. The patient was in a manic state and had to calm down to get more information regarding not working per reporter. The reporter indicated that they were no batteries in the icon. Additional information received on 2015-11-16 from the health care professional (hcp) reported that the patient was on the phone they had someone walk both of them through how to make sure the device was working and performing appropriately. The hcp could not provide specific information as to the cause or if the device was not working or just the patient programmer. The hcp confirmed that the patient was pleased with the result of the call and seemed to feel that the device was working appropriately. It was further reported on 2016-01-08 that their stimulator only worked for a few weeks, then they hooked her up to a computer to get it to work again. Two weeks later it quit again. The patient stated they had it removed. The patient reported a week later that there was nothing more to say. They had the device in their back for almost five years and it only worked eight weeks. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.